Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip portion of the corail/tri-lock anterior stem inserter shaft broke off of the shaft shortly after the insertion of the corail femoral stem. The tip was discovered on the back table of the sterile field, alongside the larger portion of the inserter shaft.

Manufacturer narrative:
Examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.